Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a female patient underwent an interventional coronary procedure (date of procedure is unknown). Access was obtained via the rfa using a 6f sheath (unknown model). A pre-procedural angiogram revealed the vessel size to be greater than 5 mm. It was reported that the physician who is not a trained user of the mynx, selected the mynx cadence to close the access site. It was also reported that the patient returned 2-3 weeks later and complained of leg pain. The popliteal artery was completely occluded. Allegedly, the material embolized and occluded the popliteal artery. It was also reported that the mynx trained physician believes the deploying physician, deployed the mynx cadence into the artery. The physician tried to aspirate the material with a thrombectomy procedure, but was unsuccessful. The patient was hospitalized and then taken into surgery where the material was removed. There was no testing performed on the material. The aci clinical specialist was informed that the patient is fine and released in stable condition.